Event description:
It was reported that this right ventricular (rv) lead was difficult to position at implant. Sensing was normal; however, there were high thresholds and there was no capture. After struggling with positioning, the helix would no longer extend/retract properly, and it was also suspected that there was a fracture at some location within the lead. The pace impedance consistently fluctuated from over 3,000 ohms to less than 100 ohms during the procedure and the shock impedance was greater than 200 ohms. It was decided to exchange the lead and the procedure was successfully completed without any reported adverse effects. The lead was disposed of and thus is not expected to be returned.